Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip movement. It was reported that on (B)(6) 2019, one clip was implanted, reducing grade 4 degenerative mitral regurgitation (mr) to grade to 1-2. Before discharging the patient, on (B)(6) 2019, echo was performed, showing mr increased to grade 3-4. The implanted clip moved from where it was originally implanted. There was no tissue damage. On (B)(6) 2019, two clips were implanted, reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no similar incidents.the reported patient effect of worsening mitral regurgitation (mr), as listed in the system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the partial clip movement could not be determined. The recurrent mr appears to be a cascading effect of the partial clip movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.